Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the customer had alaris channel error and checked the error log error showing 240.4150 which is a bottle sensor which was resolved with swapped out the sensor with a new one. Tested the new one. And did a full preventive maintenance on the device and it is working like it should be. There was no patient involvement.